Event description:
Rptr was told he had to have back surgery and that plates and screws would have to be placed in his back. He was told that the screws and plates would make his back even stronger than before the injury. He was told that he would be able to return to work in 6 weeks. He had the surgery and the screw and plate fixation was installed. Since 5/8/89 he has been in severe pain and to date he is not able to return to work and has had to have 3 more surgeries. The last one was on 9/28/94 and has been told he will never work or be without pain again and will have to have more surgeries in the future. He thinks that whoever is responsible for the screws and plates being used in back surgeries should be put in prison for the pain that has been caused.